Manufacturer narrative:
We received one single dpt - vamp plus kit for examination. The reported event of a defective device was confirmed. The pressure tubing was found detached from the solvent bond joint with a distal sample site indications of bonding solvent were evident on some locations of the tubing bond surface area. The tubing outer and inner diameter was measured near the point of detachment and was found to be within specification. No other visible damage or defect was observed from the kit. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Detached tubing will most likely occur during manipulation of the product by the clinician. Because the clinician is present, the stopcock can be used to stop the flow of blood, preventing blood loss. The system can be exchanged easily for another one, causing a minor delay in treatment or monitoring. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that when opening the sterile packaging, the pressure tubing was observed to be broken. No allegation of patient injury was reported. Inquired of patient demographics, unable to be obtained.